Event description:
It was reported pt sustained a supracondylar fracture of the left femur in 2004. Pt had a medullary rod placed with locking bolts and screws. Pt failed to completely heal at the fracture site. In 2005 pt re-admitted and underwent reconstruction of left knee joint. Physician documented the following: the implants failed and now had displaced fragments within left knee joint. Failure of the distal thier locking screws with the intramedulary nail exposed into the joint.

Event description:
The device was rec'd in two segments. The returned device revealed a fracture at the transition point between the poly distal end and the proximal end spring. The poly portion is curved at the distal end. The spring segment is severely bent and reveals traces of biological material along its length. Two segments were submitted to the sem lab for fracture analysis of the core wire. Both fracture surfaces revealed evidence of a rotational or torsional type overload with a bending moment. It is difficult to ascertain the complaint cause with any higher degree of certainty from the sem images due to the surface debris that did not come off of the device during lab cleaning of the sample (b). Sample b was cleaned several times. The wire surfaces adjacent to the fracture sites exhibited what appeared to be rough grinding. Micro cracks were observed on both fracture surfaces. The sem results were reviewed by a quality engineer with materialography expertise who concluded that "the corewire fractue occurred tue to torsional overloading while acutely bent, resulting in a transverse fracture plane, elongated dimples in a circular array, and a final fracture site offset close to the exteriro surface of the wire. The eds spectrum provided in the sem report yielded elements expected (c,o,s,ci,ca), both qualitatively and quantitatively, when scanning biological material (e.g. Blood). A trace of ci was also visible in the histogram just to the right of the sulfur peak."